Manufacturer narrative:
Additional information b5: medtronic received additional information that no error codes were displayed. Heparin was not administered based on the test results. The cartridge lot numbers could not be provided and it is unknow how often quality control is performed for this instrument. Device evaluation summary: during preliminary analysis the instrument booted up normally and the measured temperature was 38.6°c. The tilt frame was replaced. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of an act plus instrument, it was reported that there was a deviation in the test res ults.the use of the instrument was unknown. There was no adverse patient effect associated with this event.

Manufacturer narrative:
Correction b5: medtronic received information that prior to use of an act plus instrument, it was reported that there was a deviation in the test results. The instrument was replaced. There was no patient involvement, so no adverse effect occurred. Correction h6: annex c code updated additional info device evaluation summary: the reported deviation in the test results was not verified during service was verified during service medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.